Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the patient underwent a total ankle revision surgery. The poly that was removed had posterior wear on it. The tibial and talar components were intact so they were not replaced. The new poly that was opened would not fit into the inserter. The physician attempted to fit it into both the left and right inserters to make sure it wasn't an issue with the poly inserter itself, but it would not slide into either. Another poly of the same size was opened, and it fit in the inserter.

Event description:
It was reported that the patient underwent a total ankle revision surgery. The poly that was removed had posterior wear on it. The tibial and talar components were intact so they were not replaced. The new poly that was opened would not fit into the inserter. The physician attempted to fit it into both the left and right inserters to make sure it wasn't an issue with the poly inserter itself, but it would not slide into either. Another poly of the same size was opened, and it fit in the inserter.

Manufacturer narrative:
Please disregard the MFR report # 3010667733-2024-00821. Please note that this event is duplicate of stryker report MFR. Report # 3010667733-2024-00819 stryker pi 3798813.